Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during follow-up. Slight separation of wires was noted under fluoroscopy. No further information is available.